Event description:
It was reported that the patient went into ventricular tachycardia (vt) and had to be coded and externally defibrillated. The right ventricular (rv) lead triggered a lead integrity alert (lia) due to short interval counts (sic) and non-sustained tachycardia episodes. This alert extended detection criteria to 30/40 for vf zone. The discriminators in the implantable cardioverter defibrillator (ICD) inappropriately withheld therapy. The device was reprogrammed and the lead and device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765 lead, implanted: (B)(6) 2004. (B)(4).